Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified (180 degree) unspecified location. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood in the inflation lumen. There were numerous shaft kinks. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the distal tip. Functional testing was completed with a .014" forte guidewire. As the guidewire was loaded through the distal tip the proximal end of the guidewire exited a hole in the inner shaft 3mm from the proximal edge of the proximal markerband. The diameter of the hole was slightly larger than the outer diameter (od) of the wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified (180 degree) unspecified location. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).